Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. As stated in the event, patient claims to be prone to skin allergies with contact dermatitis, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported by the patient that a CPR (complete plantar-plate repair) was performed on (B)(6) 2013. Patient claims that she is prone to skin allergies with contact dermatitis, patient said that her toes just ache all the time and they are swollen and red and it is just as debilitating as the ruptured plantars plate was. Follow-up information: patient`s is 14 months post-op, her toes are blistering, she has a metal implant in her foot. Current surgeon is consulting with another surgeon to figure out what might be a solution for the patient. He has not decided to test for material allergies to date.